Manufacturer narrative:
No unexpected button anomaly was noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump was also received with minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
Customer reported that the buttons on the insulin pump were not responding right away. Customer stated that the light sometimes comes on when pushing other buttons. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.